Event description:
It was reported that patient underwent rotator cuff procedure utilizing allthread peek anchors in 2009. During the procedure, surgeon attempted to insert anchor and the tip broke off and remained in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found evidence that failure mode was due to torsional overload. This report filed february 4, 2009